Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported during intra ocular lens (iol) implant procedure, the surgeon noticed leading haptic presented posterior to optic after implanting into the eye. They were freed with a unspecified instrument. The lens was explanted during initial procedure. Additional information has been requested.